Event description:
It was reported that after preparing 5fu, 515322 was dispensed to the nursing department, but broke off and leaked drug solution. Please verify what broke? Was it the spike? A: 515322. Between the bottle needle and c35. Did it come out of the bag? Crack? A: when it was stuck in the bag, the above part broke and separated. Where on the device did the break occur? A: between the bottle needle and c35.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken off, a piece of the spike threading remaining in the connector luer. Further evaluation did not identify any damage that would have led to the breakage. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is likely the damage occurred when connecting/disconnecting the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.